Event description:
Technician reported one incident of a blood leak with the psn 210 dialyzer. It was reported that 1 hour and 20 minutes into treatment, the meridian dialysis machine sounded a blood leak alarm. It was reported that prior to the blood leak alarm, a high tmp alarm and a max uf rate alarm sounded and the blood in the dialyzer appeared to be black and clotted. A blood leak was not confirmed visually in the dialysate or by positive hemastix. Treatment was stopped and blood was returned with new disposables and completed without further incident. Customer noted that the pt had gained 10 kilograms since their last treatment and they were attempting to remove 7 kilos in four hours. Technician suspects that their attempt to remove 7 kilos may have contributed to the tmp alarm and the max uf rate alarm which may have resulted in a fiber breach.